Event description:
It was reported that the patient presented for a routine follow-up. Device interrogation revealed that the pacemaker was in backup vvi mode. Device restoration was successfully performed on (B)(6) 2026. The patient was in stable condition.